Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Review of device memory was unable to confirm the reported high pace impedance measurements as it was explanted for greater than one year prior to return and the device only stores data for the previous year. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information via the remote patient monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The ICD was returned approximately 2 years following its explant near the time of scheduled revision of the patient's system due to the previously reported impedance measurements. No further details regarding device explant could be obtained; available information indicates the rv lead remains in service. No adverse patient effects were reported.